Manufacturer narrative:
Document review: amistem h cementless femoral stem size 8 std: ref. 01.18.138/ lot# 141473 ((B)(4) stems produced/ (B)(4) sold): no anomalies found. Amistem h broch size 8: ref. 01.18.10.108/ lot# 1213502 ((B)(4) reusable broaches produced): no anomalies found. Stem extractor: code 01.15.10.0038 - lot# 1214007 ((B)(4) reusable extractors produced): no anomalies found. From the data collected, there are no evidences that the event is device related.

Event description:
Please refer importer report#: (B)(4).